Manufacturer narrative:
(B)(4). Date sent: 12/21/2020. Additional information received: the manual circular stapler is used for the anastomosis. They used to close the device half-way down and there were no issues with bleeding. Currently, the device is being closed all the way down, waiting then firing. As the device is being closed all the way, no tightening can be done. They are now seeing post-op bleeding in which a vessel is pumping blood. He explained that he does not fire the device, the resident does. He reported that there were no leaks and the staple line is complete.

Manufacturer narrative:
(B)(4). Batch # unknown. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was received: what were the indications for surgery? Cancer. Did the patient receive any preoperative chemotherapy or radiation? Unsure were there any issues experienced with the device in the initial surgical procedure? Not that he knew of. What healthcare professional fired the device and what is his/her experience with the device? Md surgeon. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? He felt like the staple line looked good. How was the post-op bleeding identified? In ICU. Pt hemoglobin dropped and became hypotensive. What was the total estimated blood loss (ml)? 6 l. How was the bleeding addressed? Re operation. What was the pre and postoperative anti-coagulant and pain management protocol? Unsure. Was the bleeding intraluminal or extraluminal? He told me they took blood out of colon.

Event description:
It was reported that six hours post-operative after a low anterior resection the patient was brought back to the operating room due to bleeding. A laparotomy was performed to address the bleeding and the patient received two liters of blood. Patients abdomen was not closed at that time and a couple of days later was operated again for a third time to close the abdomen. The patient has since been released from the hospital.

Manufacturer narrative:
(B)(4). Date sent: 8/29/2023. See op notes attached.

Manufacturer narrative:
(B)(4). Date sent: 8/29/2023. See op notes attached.

Manufacturer narrative:
(B)(4). Date sent: 8/29/2023. Additional information received: ai in notes of 11/15/20 op notes: prn medications: acetaminophen 650 mg rectal. Q6h prn 650 mg fentanyl 50-100mcg, intravenous. Q1h prn 100 mcg naloxone, .2 mg intravenous. Estimated blood loss 50cc. Ai notes of 11/14/20 op notes: hemorrhage/ laparotomy, exploratory, resection of ileocolic anastomosis. Application of negative pressure dressing. Estimated blood loss 1000ml.. Prbc volume 1300ml. Transfuse unmatched volume 692ml. Transfuse fresh frozen plasma volume 337ml. Transfuse unmatched palettes volume 238ml. Lr volume 400ml. 48 year old female. Ai in (B)(6) 20 op notes; estimated blood loss 100ml. See attached op notes.